Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that CT approximately three years later showed that the patient¿s aneurysm had grown from 52mm pre the index procedure to over 60mm. No obvious endoleak was observed from the images. Angiography was carried out on the patient two weeks later including an aortogram, selective bilateral internal iliac's and bilateral iliac injections. The physician could not identify a type ii or type ib endoleak. The aortogram did however show an area suspicious for a type ia endoleak, so it was decided to place 7 endoanchors to resolve this. As per the physician, there is no known cause of the type ia endoleak. No additional clinical sequelae were reported and the patient is fine.